Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the complaint product was returned and has been received by the product analysis lab on 04/16/2020. Evaluation of the complaint product has been completed. [Conclusion]: the healthcare professional reported that during an aneurysm coil embolization procedure, the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l13705) was used; the green system ready light illuminated on the control cable, but the coil did not detach. The complaint coil was replaced with another coil and the procedure was completed. There was no report of any patient adverse event or complication. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed on the returned complaint device. No damage was observed. Microscopic inspection was performed. The distal outer sheath has not been softened, an indication that the resistance heating (rh) coil has not been heated and the detachment process has not been initiated. No other damage was observed. Functional testing was performed. The resistance of the complaint device was measured with a multimeter and a lab sample enpower control cable. The resistance was measured to be 53.5 o, which is in of the specification range between 48.5 o ¿ 56.0 o. The complaint device was connected to a lab sample enpower control cable and the unit was connected to a detachment control box (dcb). The power was turned on; the system ready light illuminated and a detachment cycle was initiated when the detachment button was pressed. The embolic coil became detached. A review of manufacturing documentation associated with this lot (l13705) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the coil embolization procedure, the 2.00mm x 4.00cm galaxy g3 mini coil was used but the green system ready light illuminated but the coil did not detach. The reported issue was not confirmed based on the functional evaluation performed on the returned complaint device. The distal outer sheath of the device did not show evidence that it had been softened which indicates that the detachment cycle was not initiated. The resistance of the returned device was checked and determined to be within specification. A detachment cycle was initiated after the device was connected to the enpower control cable and the unit was connected to the lab dcb. The embolic coil detached without any issue. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on (B)(6) 2020. E.1: the initial reporter phone: (B)(6). [Additional event information]: the healthcare professional reported that during an aneurysm coil embolization procedure, the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l13705) was used; the green system ready light illuminated on the control cable, but the coil did not detach. A pre-deployment electrical check was performed, and the low battery light was not seen during the procedure. All the connection fit properly without the application of excessive force. The complaint coil was successfully removed from the patient and replaced with another coil and the procedure was completed. It was reported that the same detachment control box (dcb) was used to detach the subsequent coils. The reported event did not result in any procedural delay. There was no report of any patient adverse event or complication. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l13705) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an aneurysm coil embolization procedure, the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l13705) was used; the green system ready light illuminated on the control cable, but the coil did not detach. The complaint coil was replaced with another coil and the procedure was completed. There was no report of any patient adverse event or complication.